Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was working in the hospital and she went by herself to the ER to check her bg. The cgm reading was 201 mg/dl and the bg reading was 417 mg/dl. The patient was treated at the ER with IV insulin. The patient was discharged the same day. At the time of the report the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.